Manufacturer narrative:
Date of event: exact date unknown, event occurred roughly 6 months ago.

Event description:
It was reported that the patients ipg was having difficulty holding a charge, and underwent a replacement procedure. The old ipg was replaced with an MRI capable device. The patient was successfully programmed and was happy with stimulation coverage postoperatively. The explanted ipg was discarded by medical facility.